Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp and the initial reporter reached out to a third-party technician for help and was advised by the technician that the iabp unit could be used while displaying the "optical sensor failure" message. Moreover, the initial reporter reported that troubleshooting was not attempted as the end users had no training on the iabp units. Furthermore, the initial reporter stated that an english speaking person will not available to communicate with the getinge representative. The getinge representative informed the initial reporter that a getinge service tech will attempt to speak to the initial reporter, if available. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed the message "optical sensor failure" and the pump stopped at times on it's own and needed to be started again. However, the initial reporter also reported that a fiber optic balloon was not used. The initial reporter switched the patient on another iabp unit and the replacement unit immediately showed "check iab catheter" alarm, and would not pump. The initial reporter further reported that the patient was switched back to the original iabp unit, at which time, the unit was pumping despite the message "optical sensor failure" that was still displayed. The initial reporter reached out to a third-party technician for help and was advised by the technician that the iabp unit could be used while displaying the "optical sensor failure" message. Moreover, the initial reporter reported that troubleshooting was not attempted as the end users had no training on the iabp units. Furthermore, the initial reporter stated that an english speaking person will not available to communicate with the getinge representative. The getinge representative informed the initial reporter that a getinge service tech will attempt to speak to the initial reporter, if available. There was no harm or injury to the patient and no adverse event was reported. This report is for the first iabp used which is also the one that the patient was subsequently switched back onto. The second iabp is being reported separately.